Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and it appeared that the occlusion was within the cartridge. Reportedly, the customer was using apidra insulin in the cartridge.